Event description:
The hcp reported at pump replacement, "top broke off when physician removing." The pump was replaced and returned to the manufacturer for analysis. The patient had no symptoms and there was no device troubleshooting required. The patient outcome was reported as good.